Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peripherally inserted central catheter (PICC) was inserted on (B)(6) 2025. On (B)(6) 2026 during a patient transfer, the extension line of the distal lumen became separated from the luer hub; as a result, the catheter was removed and replaced with a new one. There were no reports of patient injury, harm, or adverse health consequences associated with this event, the patient's condition was reported as "fine," and no additional medical intervention was required beyond that described.